Event description:
It was reported a patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently the patient was revised on (B)(6) 2015 due the patient's bone fracturing on the femoral side. It is unknown what caused the fracture.

Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate of 1825034-2015-02378.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.